Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer not connected message. The network device interface (ndi) toolbox was checked, but found all the statuses were listed as a question mark. Technical services (ts) informed the representative that additional troubleshooting would be needed with the camera cart to determine the root cause. On 2025-8-14 additional troubleshooting was performed. It was reported that the nditoolbox had a box around bump detected and the temperature exceeded. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h3, h6; a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p903748, was returned to the manufacturer for analysis. The returned psu contained scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility dating back to (B)(6) 2021 and an illuminator current error, dating back to november 2024. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .702mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.